Event description:
The customer reported to philips technical support that the pt died and he was found unscoped.

Manufacturer narrative:
(B)(4). The customer reported to philips technical support that the pt died and he was found unscoped. The customer cannot confirm if the pt had ECG leads at the time of the incident. The customer has alleged that the product contributed to the event, however the hospital's biomed tested the device and could not find any malfunction. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.